Event description:
It was reported that the patient with this left ventricular (lv) lead experienced left chest pain and twitching. Technical services (ts) discussed it was likely due to lead programmed vector. This lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).